Event description:
The customer reported as follows: difficult to remove. Sheath fractured at the end of procedure upon withdrawal. The physician was able to recover the entire sheath with much difficulty. This patient had a very hostile groin and was difficult to get access. What is the next course of action?: withdrew sheath and held manual pressure to achieve hemostasis. Patient present at time of event?: yes. Patient complications: prolonged procedure in the physician's opinion, did the device or procedure cause or contribute to the patient complication?: yes. Please describe the way in which the device or procedure caused or contributed to the patient complication?: fractured sheath prevented the physician from using preferred closure method. Medical or surgical interventions: no interventions were required. Manual pressure was applied to achieve hemostasis. Patient admitted to hospital beyond the standard of care: no. Patient outcome: fully recovered. Type of procedure: femoral angiogram. Device/procedure outcome: procedure completed,original device used. Patient outcome: f14: prolonged episode of care.

Manufacturer narrative:
The root cause of the incident is unknown at the time of the initial report. The complaint device will be returned for an evaluation. The DHR review, which examines the DHR, ncrs, and ecos will be done as part of the root cause investigation.

Manufacturer narrative:
The device was returned back to the manufacturer for the evaluation. The device was shipped back in a cardboard box with the returned product packed in 1 lab-loc bag and an identification label attached on the internal bag. The sheath was broken in 2 pieces and a guidewire was still inserted through the hemostasis valve and the sheath. The broken sheath piece showed damage up to the distal tip (flattening of the tip and decoiling). The break location was measured to be approximately 240mm from the sheath hub. In the customer complaint report, it was mentioned a potential contributor to the procedure complication was the anatomical procedure path. Examining the state of the decoiled portion of the sheath, it showed considerable damage such as flattening of the jacket and kinking. The damage observed confirms the difficult anatomical path through which the device would have travelled during insertion and removal of the sheath. Since the sheath removal force could have also contributed to breakage (if the material at the kink location was already weakened), it is not clear if the breakage was a result of kinking alone or a combination of kinking and tensile force (during removal). The unwinding in coils would be a result of the removal action as the sheath would require a pull force. To confirm the sheaths were properly designed to account for kink resistance, kink testing was conducted on the family of sheaths based on (B)(6): catheters - test methods for kinking of single lumen catheters and medical tubing during the design verification phase; thus, demonstrating the sheath design had the ability to resist kinking. In the case of the complaint, if the groin path curvature was smaller than the tested kink distance, then the sheath would be at risk of kinking and/or breakage (rk-134, dufmea no 11). Since the groin path curvature was not known, no comparison against the verified kink values could be done. While kink damage was already identified as a potential failure mechanism, the next step was to test the sheath for resistance to breakage due to tensile forces. Prior to preparing samples for testing, the sheath tear location was inspected for potential material defects that could lead to early breakage. Two samples of the proximal end of the sheath were prepared for tensile testing. The first sample was taken from the hub up to the middle of the sample and the second sample from the middle section of the sheath up to the tear spot. The distal half was not considered for testing since the coil was completed separated from the sheath and would produce misleading results. For each sample, tensile testing was conducted as close as possible to the tear location. The tensile test was based on iso 11070:2014: sterile single-use intravascular introducers, dilators and guidewires, annex c. The iso minimum peak tensile force requirement is 15n. All measured values were between 49.58-52.99 n. From the tensile test data collected, all sections tested yielded values exceeding the minimum tensile force value required by the standard. Also, there were no tensile force changes between the samples. Lastly, the tear location on the shaft was visually inspected under 3.5x magnification to see if there was any visual evidence of defective material (i.e., bubbling, voids). No defects were observed on the tear sections which could explain the breakage. The manufacturer performed DHR review of the complaint lot. No abnormalities that could be related to the complaint case were found. According to the complaint description and the results of previous complaints investigations, there is no indication that the incident is related to the manufacturing process failure. Based on the analysis of the returned sheath, visual inspection, and tensile testing of the sample at tear location, there was no indication of material defects which could have led to premature breakage of the sheath during extraction. Additionally, DHR review done on eco and manufacturing documents didn't give any results that can be related to the defect. There is no indication of a design or process issue which would have resulted in the breakage of the sheath as the catapult family of sheaths was shown to pass kink stability and tensile strength test requirements. Further tensile testing and visual inspection of the returned product did not reveal any material defects which could have led to breakage. It is possible that the sheath failure was a result of subsequent stresses introduced due to the difficult groin path leading to unintended breakage during removal of the sheath from the patient. Since it was not possible to get additional information about the applied procedure after the operation, it is unknown whether the clinician had inserted the dilator during removal of sheath as required per IFU. However it is a possibility that the dilator might have not been used and it might have played a role on sheath unravelling.